Manufacturer narrative:
The device evaluation has been completed. The device was visually inspected, and reddish material was found inside the pebax, no internal parts exposed. Then, electrical test was performed, and the catheter failed, no electrical readings were observed on electrode # 2. A failure analysis was performed, and the catheter was dissected on the tip area, the electrical wire was found broken causing the improper electrical signal. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, stress marks and a hole on the pebax surface. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, inspections and functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint was confirmed. The root cause of the electrical wire breakage cannot be determined. The root cause of the damage on pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer¿s ref # (B)(4).

Event description:
It was reported a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and noise on signals issue occurred. It was reported that during the procedure while mapping the left ventricle (lv) a signal noise occurred at the 1-2 electrical potentials (electrode) suddenly. The cable was reconnected, but the issue continued. The issue was resolved by changing the thermocool® smart touch® sf bi-directional navigation catheter to another one. The procedure was completed without patient's consequence. The issue of noise on electrodes 1 ¿ 2 is not MDR reportable since the risk to patient is low. On 11/13/2018, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (fal) for evaluation. Initial visual analysis identified a reddish material in pebax sleeve, however, no internal parts were exposed. This finding was assessed as not MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 12/17/2018, during further analysis which included a scanning electron microscope (sem) analysis, the sem showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. The issue of a ¿hole¿ on the pebax is considered a reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction on 12/17/2018 and has reassessed this complaint as reportable.